Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump showed pump errors alarm. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. Customer reported pump error occurred during insulin pump rewind. Customer also reported that the self test failed. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.

Manufacturer narrative:
The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Device received with pillowing keypad overlay. Thus software was utilized and downloaded trace/history files properly. In further full review of the device history on the event date of may 24, 2021 found multiple pump error 38 alarm on 13:34:00 to 15:07:53. Pump error 38 alarm during the rewind test. Unable to perform the displacement test, prime/seating test, basic occlusion test, occlusion test and force sensor test due to pump error 38 alarm. Device was cut open and found no moisture damage on the motor and electronic assembly. The test motor was installed in the original electronics, case and internal battery and no pump error 38 alarm during the rewind test. The original motor was tested outside of the device on the next generation insulin pump stb3 and alarmed pump error 38 during the rewind test. Measured continuity and resistance of the original motor vs. The test motor and found no difference. In conclusion, pump error 38 alarm during the rewind test suspected to be on the motor assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.